Manufacturer narrative:
Device history record review: a DHR review cannot be performed because the lot number is unk. Sample analysis: one sample, actual complaint sample was received without the original packaging and not the original identification labeling. Visual analysis: during the visual analysis, a hole was detected in the tubing of the product. The reported complaint is confirmed. Corrective action: the cause of the failure is currently unk. No other anomalies were noticed in the catheter extension. Fmc has issued a notification to the supplier of the failure. Communication between the supplier and fmc are currently underway to find a possible root cause for this issue. Due to the low failure history for this particular defect, and having a complaint rate well below the action limit, fmc will closely monitor the quality output of the product code and continue to work with the supplier. Since the catheter is only packaged here at reynosa, no changes will be implemented at this time.

Event description:
An electronic report was received from a peritoneal dialysis user facility who has reported the transfer set has a hole in extension right under connector. The initial reporter was contacted for additional information and it was learned the patient was diagnosed with peritonitis. The rn reported that the patient contacted her because he noticed a hole in the transfer set towards the treatment side at the end of the catheter extension set. The rn stated he was told not to do any exchanges. When he arrived at the clinic for the rn to change the extension set, he was noted to have cloudy effluent. The rn obtained a sample of the effluent and it was sent for culture. The patient was also prescribed fortaz and ancef for the treatment of this event to be administered intraperitonally. The culture grew coag negative staph and as a result, the prescription was changed to vancomycin administered intraperitonally for 3 weeks. The patient responded positively to this prescription and his effluent is reportedly clear. The patient never presented with a fever or pain just the cloudy effluent. A sample is available for an evaluation. The patient is able to continue peritoneal dialysis as prescribed with no further ill effect related to this event.